Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to erosion. All the components were removed and replaced for a new aus consisting of a pump, a 5.0 cm cuff and a 61-70 ml balloon. No further patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.